Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
It was reported that patient had blooding oozing yesterday and through the night but it seems to have stopped. She also said that she was starting to itch under bandage and it might be that she was allergic to it. Advised to reach out to doctor and not remove anything until instructed to do so. Additional information reported a day later indicated that her lead is no longer in place. She would try to get them taken out tomorrow. If not tomorrow, she has an appointment scheduled for tuesday. It was reported the issue was not resolved at the time of this call. No further complications were reported/anticipated.